Event description:
Patient reported for right side "burdens (unspecified), rupture, capsular contracture baker grade iii and seroma". Patient reported "heart problems, headaches, blood pressure problems, water retention" which is not related to the device. The device has been explanted.

Manufacturer narrative:
Continued h6 (health effect - impact code): f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture grade iii and seroma-late.

Event description:
Patient reported for right side "burdens (unspecified), rupture, capsular contracture baker grade iii and seroma". Patient reported "heart problems, headaches, blood pressure problems, water retention" which is not related to the device. The device has been explanted.

Event description:
It has been determined that the events associated with this complaint did not occur. This record is no longer reportable to FDA and will be un-reported.